Event description:
It was reported that the user experienced low glucose while using the ilet system, with a recorded value of 72 mg/dl around a meal and subsequent fluctuations after overtreating a low before driving; the user later reported a value of 215 mg/dl without symptoms. Symptoms included feeling hot and sweaty during the low. Outcomes included completion of troubleshooting and education with guidance to treat hypoglycemia first with 5¿15 grams of fast-acting carbohydrates, reassess in 15 minutes, and delay meal announcements until stable, with referral for additional training and potential target adjustments. Investigation included review of user-reported glucose values, pump use, and adherence to hypoglycemia treatment and meal announcement guidance. Investigation of this case revealed user management factors consistent with overtreatment of hypoglycemia and timing of meal announcements as the likely contributors to the reported fluctuations, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear but likely related to user management of hypoglycemia and meal timing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.